Event description:
It was reported the patient presented for an unrelated procedure. During the surgery, it was visually confirmed the right ventricular lead had an insulation breach. The right ventricular lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.